Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the o2 concentration was higher than set. During the investigation performed by our field service technician, it was found that a nozzle unit was defective and that the problem was solved by replacing it. No logs were provided and the replaced nozzle unit was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported g that the ventilator was displaying greater than 25% o2 concentration in air. There was no patient harm. Manufacturer's ref. #: (B)(4).